Event description:
A pinnacle pelvic floor repair kit was used during an anterior pelvic floor repair procedure in 2008, (patient age and weight are unknown). According to the complainant, during the procedure one of the capio leads lodged in the arcus tendinous and the bullet broke from the suture lead. The physician tried to recover the bullet by getting it free with his fingers and he could not feel it. The bullet was not recoverable from the patient. The physician felt it was safer to leave the bullet in the patient than to try again to retrieve it. The procedure was completed by using a standard capio prolene suture tied to the pinnacle arm lead, inserted and passed through arcus tendinous. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not yet available. At this time we are not able to determine the relationship between this device and the cause for this event. Bsc reference: